Event description:
It was reported that during implant, high, out of range pacing lead impedance and capture thresholds were observed. The lead was not implanted and replaced. The patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.